Event description:
Pump declared an alarm 20 during the loading process, but this did not have any adverse impact on the customer¿s blood glucose level. Although customer loaded a new cartridge with guidance from technical support, cartridge alarm recurred, preventing resumption of insulin therapy. Technical support decided to replace pump, which was still under warranty, and arranged for customer to use multiple daily injections (mdi) as a backup therapy. Customer was instructed on placing pump in storage mode and returning it with a pre-paid label.